Event description:
Reporter noted posterior capsule rupture was not due to any surgical device, but complication occurred: a piece of nucleus dropped in vitreous. Unplanned anterior vitrectomy performed. Vitrctomy probe didn't aspirate at all, and did not cut vitreous striaes. Three probes were used. Surgeon feels this could cause injury if it recurs. Patient prognosis reported as good one day post-op. Additional information from patient follow-up in 2004 noted patient's va is 20/32 and iop is normal; remains under treatment.